Event description:
Pump declared an altitude alarm, leading to customer's blood glucose level reaching 400 mg/dl. Customer performed a correction bolus via pump, but insulin was suspended due to the alarm condition. Customer received instructions from technical support to clean speaker holes, reconnect the cartridge, and perform other troubleshooting steps, but insulin could not be resumed. Technical support planned to continue troubleshooting in follow-up.